Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on this right ventricular (rv) lead. The shock impedances on the rv lead were chronically high around 110 ohms, but prior to the alert, had increased to 120 ohms. At this time, the alert limit was adjusted and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information. This rv lead continued to exhibit high out of range shock impedances. A revision procedure was then scheduled. At this time, the lead has been explanted and replaced. No additional adverse patient effects were reported.